Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3 was found to be broken. The customer stated that the drawer rail was damaged, resulting in loss of normal drawer functionality and requiring maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer full height 3 rails were damaged. A field service engineer (fse) replaced rails. The system functioned as intended after field service engineer repaired the device.